Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer made multiple site visits to address the error encountered when moving the boom back on the patient side cart. The engineer replaced the boom motor and a cover with a broken screw, performed calibration and verification procedures, and consulted with product support to ensure proper installation and resolution of the issue. After reinstalling the boom motor and conducting system tests, all items passed, and the system was confirmed as ready for use.

Event description:
It was reported that during after procedure on a da vinci 5 system, an error occurred when moving the boom back. The customer attempted a power cycle to clear the error, which allowed the boom to move out, but when moving it back near the end of motion, the system would error out, possibly at the hard stop. The issue was reproducible at the same spot, and the customer exercised the boom extension without bringing it back as far to see if it would fault. Troubleshooting steps were not fully completed, and the customer did not call back for further assistance. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error 23002 while using the joystick and stow button while retracting the boom past the halfway point. The fse attempted boom encoder calibration, but the boom was jerky at the halfway point and had an error 23095. The fse power cycled the system and retracted the boom, but error 23002 occurred again. The fse attempted to reboot the system and the issue persisted. The fse removed the top cover and confirmed the boom motor was installed correctly and all cables were reseated. The fse attempted calibration, but it failed because safety shell was unable to launch. The fse replaced the boom motor. The fse also replaced the back cover due to a broken screw. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electrical issue with the boom motor. This issue may be resolved by fse service to replace the boom motor.

Event description:
Refer to h11 for follow-up information.